Event description:
It was reported by provider that the (B)(4) bed is owned by a psychiatric hospital and the patient broke the bed ends. No injuries noted and the provider had very little information.